Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident leak remains unknown.

Event description:
A blood leak was noted from the hemostasis valve of the introducer and air was aspirated into a syringe that connecting to the extension port. Several aspirations were attempted but air was still aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for replacing the introducer.